Manufacturer narrative:
On (B)(6) 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis, the device was requested for further evaluation, however, it was not returned to senseonics by the time of complaint closure. Dms records showed that the user was re-inserted with a new sensor on (B)(6) 2026. A review of the in vivo sensor glucose data revealed variable glucose data with occasional sg/bg mismatch. It also showed optical instability, which likely contributed to the observed inaccuracies, however, it could not be further evaluated without the physical device returned. The root cause for the observed optical instability may potentially be related to a sensor electronic issue or patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance or a possible issue with the sensor itself. The user was provided with a sensor replacement as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 6, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.